Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after breakfast while using the ilet with a dexcom g7, including readings of approximately 320 mg/dl by cgm and confirmatory fingersticks of 284 mg/dl and later 259 mg/dl, with the pump insulin delivery paused during the event. Symptoms included shakiness, nausea, and feeling woozy. Outcomes included a gradual decrease in glucose to 236 mg/dl and then 199 mg/dl following water intake, ambulation, and continued monitoring, with no alerts, alarms, or hospitalization. Investigation included troubleshooting and user education conducted by support while monitoring glucose trends. Investigation of this case revealed no device malfunction or alarm behavior, and the cause of hyperglycemia remained unclear given recent food intake and the user-initiated pause of insulin. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.